Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope. It was reported that during a remote monitoring session, a pacemaker device was involved in an episode of monitored atrial tachycardia/atrial fibrillation (at/af) on (B)(6) 2024, beginning at 9:56 am and lasting 12 seconds. The device appeared to be farfield oversensing on the atrial lead as observed on stored electrogram 444, and it did not appear to be a true at/af event, rather farfield oversensing of premature ventricular contractions (pvc). There were allegations or indications of atrial oversensing during at/af events impacting device function by causing mode switch. The issue was addressed through a review and verification process, and the question was answered. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was noted that the syncope was not related to the far field r-wave (ffrw) oversensing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.